Event description:
It is reported that the device was implanted in 2008, and revised in early 2009, due to disassociation of the glenosphere.

Manufacturer narrative:
Evaluation summary: it is unknown whether or not the glenosphere was properly seated during the initial surgery. The glenosphere not seating properly onto the baseplate may be caused by soft tissue or bone trapped around the baseplate taper during glenosphere insertion, insufficient bone clearance around the baseplate, and interference with retractors. Each scenario could potentially cause the glenosphere to not completely seat onto the baseplate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. The use of baseplate reamer 2 (36mm) is needed to remove bone around the baseplate to avoid impingement with the glenosphere. Based on the provided information, a definitive cause cannot be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.